Event description:
It was reported that during a low anterior resection procedure, the doctor applied the device to the tissue intended for resection. The closing handle of the device was closed, and when the doctor was satisfied with the positioning he attempted to fire the device by closing the firing trigger. The firing trigger was stiff, and would not close. The device's jaws were opened, and some unformed staples were present in the abdoment of the pt. The device was discarded, and a second opened, which worked as anticipated.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.